Event description:
It was reported that the power wheelchair will not recognize the power charger while plugged in. Provider stated that the chair will still move while plugged into the charger and there is a blown fuse on the battery harness.